Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose level of 18 mmol/l and replace battery now alarm. Customer had declined to troubleshoot for low/high blood glucose. Troubleshoot was performed for replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer states the battery was not previously used. Customer states the pump was not dropped. Customer states there were not unattended alarms and had second occurrence of replace battery now without a low battery warning. The customer was advised that the pump will be replaced. The product was not returned for analysis.

Manufacturer narrative:
Device received with unexpected battery power loss and power loss alarm. Device had high sleep current due to moisture damage on electronic assembly.